Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro power supply's light did not turn on and there was no energy being delivery when the device was plugged in. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: during visual inspection, it was observed that the connector end of the power supply (plastic housing cover) was cracked. The power supply was tested with a reference power cord, dc extension cable and hemopro. The power supply's lamps never did illuminate and the unit failed to deliver energy. The complaint was confirmed. Procedures for lhr of OEM devices is being established.